Event description:
The patient was enrolled in the watchman heal laa study on (B)(6) 2024 with patient identifier (B)(6). It was reported that device migration occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) was positioned and a 40mm watchman flx pro closure device and delivery system (wds) was implanted with a complete laa seal and deployed device diameter of 40 mm. Post release, as the physician was taking echocardiography images of the aorta, the closure device was starting to come into view. Imaging was immediately taken of the laa, and it was observed that the distal end of the closure device was compressed to small and caused the device to become dislodged approximately 10 minutes after implant shifting very proximal touching the mitral valve. The physician was not confident that the closure device could be snared successfully. The CT surgeon was called to take the patient to perform open heart surgery. The 40mm watchman flx pro laac device was successfully explanted, and the septum was repaired. There were no patient complications reported.

Event description:
The patient was enrolled in the watchman heal laa study on 10-may-2024 with patient identifier (B)(6). It was reported that device migration occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) was positioned and a 40mm watchman flx pro closure device and delivery system (wds) was implanted with a complete laa seal and deployed device diameter of 40 mm. Post release, as the physician was taking echocardiography images of the aorta, the closure device was starting to come into view. Imaging was immediately taken of the laa, and it was observed that the distal end of the closure device was compressed to small and caused the device to become dislodged approximately 10 minutes after implant shifting very proximal touching the mitral valve. The physician was not confident that the closure device could be snared successfully. The CT surgeon was called to take the patient to perform open heart surgery. The 40mm watchman flx pro laac device was successfully explanted, and the septum was repaired. There were no patient complications reported.

Manufacturer narrative:
Device eval by MFR.: the watchman flx pro implant that was removed was received at our post market quality assurance laboratory without the delivery system. Visual and microscopic inspections found no damage or defect. Product analysis could not confirm the reported event as clinical circumstances could not be replicated. Media from the clinical procedure was provided to boston scientific (bsc) and reviewed by members of the bsc training team, medical safety, and clinical specialists. The media was determined to be insufficient imaging to make a conclusion on position, anchor, size, and seal (pass) criteria.